Event description:
Pt brought to procedure on ltv 1000. Vent was working well when it started to auto-cycle on the pt. It was taken off the pt and it began to cycle correctly. Procedure was done with no further problems with the vent. After the procedure the vent began to auto-cycle again. The vent was pulled from svc. There was no negative pt outcome. Biomedical engineering tech tested unit and was able to duplicate reported problem. Unit displayed "transducer fault". Tech talked to repair tech support and informed transducers drifted outside of acceptable parameters. Unit sent in for calibration. Unit returned from repair co. Replaced power pcba. Unit returned to svc.